Manufacturer narrative:
(B)(4). Batch # unk. DHR (device history review) is pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler fired the staples, but did not cut. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/20/2023. DHR (device history review) has been completed completed for lot # 779a38.